Event description:
Device report from synthes (B)(4) reports an event in (B)(4) as follows: on (B)(6) 2013, the patient was implanted with an artificial femoral head. A second surgery was performed on an unknown date to fix the fracture under the stem using a locking compression plate (lcp) and cable. The patient was doing rehabilitation and felt pain on an unknown date. It was discovered that the lcp plate was broken, and revision was required. On (B)(6) 2012, a revision surgery was performed to remove the broken lcp plate. The surgeon conducted the revision with lcp-df (used upside-down) and cable. The doctor stated that there was a third cuneatic bone particle outward the fracture under the stem. He felt that such an instability nature introduced the fatigue of the plate and it might be broken. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
The locking compression plate (lcp) was implanted on (B)(6) 2012 because of a sinistral periprosthetic femoral shaft fracture below a total hip prosthesis. As far as visible on the x-ray images, the plate was stabilized with seven screws and three cerclage cables. The patient felt pain during the rehabilitation and the breakage of the lcp was found on (B)(6) 2013. The revision surgery to remove the broken implant and replace it was performed on (B)(6) 2013.

Manufacturer narrative:
This device is for treatment, not diagnosis. Additional product code - hwc. There was no report with respect to the after care of the patient based on the topography of the fracture surface, we can conclude that the implant was subjected to moderate dynamic bending loads (one sided) and also torsional loads. Constantly alternating loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the lcp. The lcp could not resist the applied force which finally led to the material overload /fatigue failure. Postoperative activities of the patient in combination with a possible instability of the fracture situation may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Placeholder.